Event description:
Complainant alleged that during biomed testing the device failed to power on via battery power. The device successfully powered on with ac power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.